Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2014  and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 7/16/2019.

Manufacturer narrative:
Date sent to the FDA: 11/7/2019. (B)(4).

Manufacturer narrative:
Patient codes: (B)(4) - surgical intervention. It was reported that following insertion the patient experienced abdominal pain, bleeding, adhesion, bowel obstruction and infection. It was reported that patient underwent mesh removal on (B)(6)2015 by dr. (B)(6).